Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electro surgical unit (iesu) to resolve the c-34 errors. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted hysterectomy-malignant surgical procedure, it was reported that an error c-34 appeared on the erbe generator during surgery, resulting in a loss of monopolar energy. The nurse had attempted to switch settings to classic mode before calling, but the issue persisted. Troubleshooting involved log review, which confirmed the error on the generator, and the staff decided to complete the surgery using bipolar energy. Isi field service engineer (fse) was dispatched to site to further troubleshoot. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer stated that the they are not able to provide any further information regarding the patient.